Event description:
It was reported that stent dislodgement, stent damage, and removal difficulties were encountered. The 80% diffused target lesion was located in the calcified middle segment of left circumflex artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged before reaching the target lesion and the device was severely deformed after removal difficulty was noted. The physician removed the dislodged stent by a capturing device. The procedure was completed with a same size non-boston scientific stent. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis inside customer guide catheter and hemostatic valve, the distal shaft was inserted through a white extension tube with green connection. The device was cut just distal to the strain relief in order to remove the device from the guide catheter. The device was returned, the stent damaged and bunched along the entire length. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found inner shaft damage 8 cm distal to the distal tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement, stent damage, and removal difficulties were encountered. The 80% diffused target lesion was located in the calcified middle segment of left circumflex artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged before reaching the target lesion and the device was severely deformed after removal difficulty was noted. The physician removed the dislodged stent by a capturing device. The procedure was completed with a same size non-boston scientific stent. There were no patient complications reported and the patient status was stable. It was further reported that there was resistance felt while advancing the device in the guide catheter and over the wire before deployment of the stent. Multiple attempts were made to position the stent at the lesion site and it was noted that severe calcification may have caused or contributed to the event.